Event description:
It was reported that during a laparoscopic appendectomy procedure, during firing, the reload slipped out of instrument and fell into the situs but could be removed. Incomplete staple and cutting line, removing of the staple retaining cap wasn't easy. No further information is available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.